Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were blocked during the vaccine administrations. The following information was provided by the initial reporter: "she stated they use the safety 305916 lot# 2007149 glide needles to administer vaccines. They have used several boxes of (305916 lot# 2007149). After attaching the needle to the syringe, they are able to pull back on the syringe plunger but no medication is withdrawn into the syringe. When actually attempting to administer the vaccine, there is resistance when injecting. She reports not every needle has done this, but enough have to notice."

Manufacturer narrative:
It was reported that the needles were clogged. To aid in the investigation, one hundred and thirty-seven samples were provided to our quality team for investigation. Thirty-two samples were randomly selected for investigation. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Twenty-seven samples expelled the solution with a normal flow. Five samples did not expel the solution; these needles are clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Furthermore, a device history record review was completed for provided lot number 2007149. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.